Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular repair for another manufacturer¿s 24 mm bifurcated stent graft and 14 mm iliac limb stent grafts that had an unknown endoleak. Vessel morphology was reported that there was another manufacturer¿s stent graft implanted. After a couple years the aaa size reduction, the patient than had aaa growth with no obvious endoleak. Previous attempt at resolution of endoleak was attempted by coil embolizing branches of the internal iliac arteries. Aaa growth stopped and aaa shrunk after procedure. Aaa growth resumed recently as noted on regular follow up via CT, with no obvious sign of endoleak source. The physician elected to implant an endurant aui 25x14x102 into the existing stent graft and then extend into right common iliac with a 16x16x124 endurant iliac limb. The aui and iliac limb placement were implanted as intended. The stent graft was modelled with another manufacturer¿s balloon. The final angiogram revealed large amounts of contrast seen outside the aui and limb flowing into the other manufacturer¿s stent graft. Additional modelling with a balloon did not resolve the issue. The source of the endoleak was not obvious, it may have been a type IV endoleak, type I endoleak or type iii endoleak between the other manufacturer¿s stent graft and the endurant aui. A decision was made to add a second endurant aui inside first aui to eliminate the potential of type 4 endoleak or type 3 endoleak, separation. Ballooning was repeated. The unknown endoleak was noted to be significantly reduced after placement of second aui. The physician will monitor the patient. No clinical sequelae were reported and the patient is fine. The review of returned videos during the intervention revealed that an aui was implanted within another manufacturer¿s bifurcated stent graft, landing into the right iliac artery and bypassing the left limb of the another manufacturer¿s bifurcated stent graft. Contrast is seen diffusing out of the aui, near the tapered region, flowing into the left limb of another manufacturer¿s stent graft. After implanting of another aui, the same contrast/endoleak is seen at the same location. The type of endoleak is uncertain, but appears more likely to be a type IV blush. Cannot rule out the possibility of a type iii fabric endoleak.